Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient visited the emergency room (ER) with hyperglycemia. The patient's blood glucose levels reached 25 mmol/l (450 mg/dl). The pod was reportedly leaking while worn for between between 5 and 24 hours. Symptoms reported include nausea and feeling unwell. Emergency services were called and the patient was transported to the ER by ambulance. The patient administered a bolus utilizing a manual insulin injection prior to the ER visit. Blood and urine tests were performed at the ER and the patient was released after 4 hours.